Event description:
It was reported that the argon machine was used for the stated case. The grounding pad for the argon machine was placed on the left hip, without contact with the drapes or blankets. After the case was finished, we removed the grounding pad, noted that it had a charred spot on one corner. We then placed it on the drapes and noticed a burn measuring around 2cm by 5cm was present where the grounding pad had been placed. A hole measuring around 1cm was torn in the grounding pad when we removed it from the drape to examine it again. We then examined the drapes and blankets for signs of burning and found nothing. The machine the argon handpiece and the pad were collected. The wound was inspected and dressed by md.